Manufacturer narrative:
The pump was disposed of at the user facility and was therefore not available for evaluation. The report of a blood clot in the blood pump could not be confirmed nor correlated to a device related issue. Thromboembolic phenomena is listed in the instructions for use as a potential adverse event that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. A review of the device history records could not be performed as the device lot number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is regarding the blood pump. Reference MFR report # 2916596-2016-01532 for the report on the primary console in use on the patient at the time of the interruption in support and MFR report # 2916596-2016-01533 for the report on the backup console. Concomitant medical products - primary consoles, sns (B)(4). Approximate age of device ¿ 15 days. The device was retained by the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device for extracorporeal membrane oxygenation on (B)(6) 2016. On (B)(6) 2016, the patient was transported to CT scan and during the scan, it was noted that no flow was registered on the console and a low flow alarm sounded. The nurse cleaned the flow probe and repositioned it without success. The surgeon was notified that the console had shut off. The nurse tried to exchange to the backup console and that too would not "work." There was no flow despite increasing the rpms. Subsequently, the circuit was found to be clotted and needed to be exchanged. It was reported that the patient received cardiopulmonary resuscitation (CPR) for approximately 20 minutes while the circuit and console were exchanged. It was thought that the circuit clotted because the motor stopped. A new blood pump was brought from the ICU and after the circuit was changed, patient support was restored and flow resumed. When the exchanged circuit was returned from CT scan, the devices reportedly functioned as intended when tested by the hospital staff. The patient remained on support on the third console and the motor. The customer planned to keep the motor in use, as it was supporting the pump without issue. After CPR was administered, the patient awoke and regained all neurological function. The event was considered resolved with no adverse sequela. It was reported that the patient experienced an anoxic event on (B)(6) 2016. The healthcare professionals declined to provide further information regarding the death; however, the anoxic event and subsequent patient outcome was reported as not associated with the extracorporeal circulatory support system or the previous event.